Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, the definitive root cause of the reported issue could not be identified should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device went black and shut off resulting in a black image. The issue was found during a diagnostic gastrointestinal procedure. There was a delay, and the patient was under sedation. The procedure was completed with a similar device. There were no reports of patient harm.